Event description:
Physician reported uterine perforation.

Manufacturer narrative:
Info obtained is insufficient to determine the cause of injury. No evidence that additional surgical intervention and/or extended stay were required. Returned product investigation showed no device failure. Device performed as intended.